Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused and had air in line alarms during an infusion of precedex in the pediatric intensive care unit (picu). When the precedex was running, the pump stated there was 3.8 ml remaining for volume to be infused (vtbi), but the bag and the tubing were dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.